Event description:
The customer called to report the drive support cap was sticking out. The customer also reported that she received a no delivery alarm when she changes the infusion set. The customer's blood glucose level is 450 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received in with a portruded drive support disk and a scratched display window. The device passed the rewind, displacement, prime and excessive no delivery tests. No excessive no delivery alarm observed during analysis.